Event description:
On (B)(6) 2012, beckman coulter, inc (bec) contacted customer per bec market survey program. Customer indicated that the access 2 immunoassay system generated two non-reproducible false positive accutni (troponin I) results on two patient samples in (B)(6) 2012. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that a nurse questioned the results. Customer reported that the samples were repeated and the repeated results were negative. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation: method - customer did not request service from bec field service engineer. Customer indicated that they questioned sample integrity.